Event description:
The clinician reports the implant was inserted concomitant medical products: 2018 in fdi 16 of the patient's mouth. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On concomitant medical products: 2019, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.